Event description:
On (B) (6) 2010, pt reported experiencing a back flow of blood into her infusion sets. Pt stated she rotated her infusion sites but the problem persisted. Pt reported a large amount of blood flowed back into the infusion set. She stated no occlusion error displayed on the infusion device when this occurred. Pt reported she experienced elevated blood glucose when this occurred. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.

Manufacturer narrative:
No product will be returned or eval.